Event description:
On (B)(4) 2012, b&b medical technologies was contacted by (B)(6) of medical center to report that there had been an incident on (B)(6) 2012, involving the b&b bite proof bite block part number 11040 lot# d133437. What occurred on (B)(6) 2012 was that the medical staff was not able to inflate the pilot balloon (cuff) of a mallinckrodt taperguard evac oral tracheal tube while in use on a pt with a b&b bite proof bite block. The et tube was removed and the pt was re-intubated. After examining the initial et tube, it was discovered that there was a kink in the pilot tubing. It is unclear if kinked tube had significant effect on pt.

Manufacturer narrative:
Product to be returned and evaluated. Each bite proof bite block is packaged with instructions for use. Instructed in the instructions for use is a caution notice that states: "should cuff filling problem occur, gentile pull the pilot balloon tube taut to remove any kinks."